Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted. Technical support was contacted and suspected fusion/pseudofusion. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.